Event description:
It was reported that drill gets heated up while working and long attachments found to be faulty. No delay, back-up available and no injury or patient impact involved. Investigation results showed that there was a long attachment internal damage causing this issue. Nothing wrong with the drill.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed. Visual inspection of the long attachments found that the internal bearings have come loose or deteriorated to the point that they block the passage of the burs. Functional evaluation found that a bur could not be inserted through the long attachments because they were occluded from the damaged internal bearings. The reported drill heating was caused by the friction of the bur against the damaged bearings. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. These results are indicative of a known issue and a corrective action has been requested for this issue. Additional information on a4.